Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: uh1-54-26, uhr bipolar 26x54mm, lot code: mnn5hh. Cat. No.: 6260-9-126, 26mm std lfit v40 head, lot code: 50353903. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient's right hip was revised due to infection.

Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: a review of the event by a clinical consultant concluded: in this ¿frail¿ elderly patient whose hip fracture occurred in the ¿remote past¿, there was likely significant osteoporosis resulting in the subsidence of the trial stem, which was appropriately responded to with a larger stem. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for the intraoperative finding or the alleged subsequent infection. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, and revision operative report are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient's right hip was revised due to infection.